Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the unit was knocked over and subsequently declared multiple errors indicative of a serial peripheral interface failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that a wire had broken from the battery and the wire was soldered back together. The technician advised the customer against re-soldering components and to replace the battery if damaged. The technician also recommended that the customer replace the data acquisition (da) ribbon cable, followed by the flow sensor and central processing unit (cpu) board.

Manufacturer narrative:
G4: 01aug2020. B4: 05aug2020. The gas delivery system (gds) was returned to manufacturer to failure investigation (fi) for analysis. Customer complaint verified. Root cause was physical damage to oxygen (o2) sensor assembly. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21apr2020. B4: 24apr2020. The manufacturer's field service engineer performed onsite troubleshooting. The fse confirmed the unit had been dropped/knocked over and had physical damage. The unit was powered on in normal mode and displayed a watchdog test failure. The fse noted that when nothing was connected or when the unit was in service mode, the oxygen (o2) standard liters per minute (slpm) reading was 240. The fse also noted there was several error codes including a primary alarm failure. The fse removed the motor controller (mc) board to inspect the pins and found the speaker connection was not in place. The fse secured the connection to resolve the primary alarm failure and replaced the gas delivery system (gds) to resolve the spi bus/ventilator inoperable and flow issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.